Manufacturer narrative:
Additional information has been received for devices associated with this event. The devices are not marketed or sold in the us.

Event description:
It has been reported that a revision surgery was performed due to early infection. Little information is known as this case was part of an observational study in (B)(6).